Event description:
It was reported that (1) device was used during a mammary procedure. It was reported by the affliate that the h2tuv was getting hot. Another device was used to complete the case. There was no consequence to the pt.